Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead helix got stuck and it could not be retracted. While attempting to remove the lead it was also noted that the helix got stretched. The lead was ultimately not used and replaced with the new lead. Patient condition was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and helix sprung and stretched was confirmed. As received, a complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. X-ray inspection found no anomaly at the connector region. X-ray examination of the helix mechanism found the helix stretched/bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported events was isolated to blood/tissue in the helix region and helix stretched/bent. Electrical testing found shorting between the inner coil and ring electrode consistent with procedural damage.